Manufacturer narrative:
A revision procedure was performed and the system was removed from service and replaced due to pacing impedance measurements greater than 2000 ohms. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this atrial lead had triggered the lead safety switch (lss) due to out of range impedance measurements. Impedance measurements have been between 400-1400 ohms. Additionally, noise was observed on the atrial egms.